Event description:
(B)(4). Two years after having the device implanted, I started complaining of severe back pain, and muscle pain in my joints and legs. Immediately after implantation, sexual intimacy was painful and unpleasant, too! Since removal on (B)(6) I no longer experience pain in my back and legs, and sexual activity is better.